Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was over 500 mg/dl when paramedics arrived. Customer stated that her reservoir leaked into the insulin pump reservoir compartment. Customer also stated that her insulin pump battery compartment is cracked and she had multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No moisture damage on motor or electronic assemblies noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2014-81500.